Manufacturer narrative:
A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that prior to use the sys 98xt intra-aortic balloon pump (iabp) unit displayed electrical test failed code # 51. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes & investigation conclusions), h10. The customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval.